Event description:
On (B)(6) 2023, rtg0403327 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that starting 3-4 months ago, when their stimulator was on, no matter the level, the 'electrical current' going down their leg to their toe wouldn't stop. The patient stated their toe felt like it was bouncing up and down, and that they had been on a program consistently (they hadn't been switching around) and that one day it just started, so they tried another program but it continued. The patient stated they hadn't tried every program yet however they've tried enough programs to know "something" was "up". The patient denied having had any falls or traumas that would have led to the issue. The patient stated sometimes it would be ok and they thought they could handle it, that it seemed to be better when they were walking, (they thought) because they had the weight on their foot but they've been having to turn the therapy off a lot. Patient services reviewed programming considerations with the patient and redirected the patient to discuss their concerns with their managing health care provider (hcp). The patient stated they had a scheduled hcp appointment coming up next month so they would talk to their hcp about the issue at that time but also noted they were going to try their other programs in the meantime to see if any of the programs didn't cause the issue. The patient's relevant medical history included when the patient reported the event date, they stated they'd been meaning to call patient services but they kept forgetting. The patient also stated they were "super bad with time" because of "everything going on in" their "head."

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.